Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose and issues with the infusion sets. She inserted a new infusion site before lunch and at 12:00pm her blood glucose measured 18.4 mmol/l (331 mg/dl). She bolused 6 units of insulin and after one hour her blood glucose measured 19.4 mmol/l (349 mg/dl). She inserted another infusion site and bolused 1.5 units of insulin. The cannula that was removed had blood in it. At 2:00-3:00pm her blood glucose measured 6.5 mmol/l (117 mg/dl) and increased to 12.5 mmol/l (225 mg/dl) at 12:00 am. The father bolused 0.7 units of insulin. At 3:25 am her blood glucose measured 14.9 mmol/l (268 mg/dl) and a new infusion site was placed in the pt's buttocks and she was given a 1.0 unit bolus. The cannula of the infusion site was bent at a 90 degree angle. At 4:10am her blood glucose measured 15.4 mmol/l (277 mg/dl) and the father bolused 1.5 units of insulin. At 5:00am her blood glucose measured 13.1 mmol/l (236 mg/dl) and the father bolused 1.5 units of insulin. At 7:40am her blood glucose measured 5 mmol/l (90 mg/dl). The father reported that they have had a total of 3 bent infusion set cannulas. The pt has been using the infusion sets for one month. Two of the 3 bent cannulas were inserted using the insertion device. No further information is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for evaluation.